Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Flow: damage. Visual inspection: the ti collar with grooves 5.0 mm ¿ rod system (part # 498.021, lot # h294200, mfg # feb 15, 2017) was received at us cq with no visual defects that would contribute to the complaint condition. The device is scratched likely from implantation and explantation. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. (B)(6) 2020. A DHR review was not performed for this pi. This lot was manufactured by brandywine. Part number 498.021. Lot number: h294200. Date of manufacture: 02-15-2017. Place of manufacture: brandywine plant. Part expiration date: n/a (non-sterile). Device history review. The device history record(s) showed that there were no non-conformances or issues during the manufacture of the product that would contribute to this complaint condition. D4: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a spine revision surgery was needed due to a rod slippage and two caps and nuts loose from small stature. Primary surgery was done on (B)(6) 2019. The screws were at the level of l2 and l3 on the left. The patient experienced before the revision surgery bruising and inflammation. Concomitant devices reported: unknown screws ( part# unknown, lot# unknown, quantity unknown). Unknown hooks ( part# unknown, lot# unknown, quantity unknown). This complaint involves six (6) devices. This is 5 of 6 for report (B)(4).